Event description:
A patient reported she was having problems with her implantable neurostimulator (ins). The patient stated she was having problems getting around right now. The patient reported a sensation of being stabbed in the back, a burning right above the pocket site, muscle spasms, and unbearable/real bad pain, like a broken back. The patient initially thought it was bladder or kidney infection but it was not. The patient stated the last three days she can hardly get around and cries getting in and out of car. She does not take pain medication but should go back on. The patient mentioned her ins may have shifted in her back but she didn't worry about it because it wasn't bothering her and it was still charging. Additionally, the patient thought her pain might be related to a metallic implant in her mouth which was inserted about two weeks ago, around the time when the pain started. The patient further reported that her recharger would not charge. She stated she hasn¿t been able to charge for the last couple of months because she was getting the call your doctor screen with an unknown code. When connecting with the recharger over the phone, the patient reported a reposition antenna screen and could not find her programmer. It was reviewed that the ins may have depleted, as the patient was implanted 9 years ago. The patient was redirected to their healthcare provider (hcp) and hcp listings were sent. The indication for implant was post lumbar laminectomy syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-05-01 reporting patient weight information. It was reported that the circumstances leading to the event was that the device had been in just short of 10 years. The patient was trying to find a health care professional (hcp) to treat them and check the device. The reported issues had not been resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.